Manufacturer narrative:
(B)(4). An issue indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during troubleshooting for an unrelated alarm, the registered nurse (rn) noticed that there was air in the patient line. The rn was not aware of the reason for the air being in the patient line. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.